Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the 12% over infusing did not occur. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused by12%+ during testing at the biomedical service department. The delivery rate was set to 200ml/hr, volume to be infused vtbi) was set to 50ml (collection vessel was a 60ml graduated cylinder) and the pump delivered 59 ml when programmed to deliver 50 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.